Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing steps recommended in instructions for use (IFU) were not performed properly due to device nonconformity which caused remained the foreign material in/around the forceps elevator. Although, the user is trained on reprocessing as per IFU by omsi field service and they are correctly performing the following asked reprocessing steps including brushing already without doing any delay of pre-cleaning. The detection method is included in tjf type 150 operation manual chapter 3 preparation and inspection. The preventive measures are included in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing it was discovered that the elevator wire is too loose. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the forceps elevator has foreign material. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
Inspection and testing results found a yellowish/brown foreign material in the forceps elevator due to insufficient reprocessing and dirt on the bending section cover, right/left knob and up/down knob due to insufficient reprocessing. The reported issue (loose elevator wire) was not confirmed during testing. During inspection and testing the following was also found: the connecting tube had a scratch due to handling and a wrinkle due to the resin being cracked due to chemical stress, the grip had discoloration due to the resin being cracked due to chemical stress, the scope cover had a scratch due to handling, the universal cord had discoloration due to the resin area becoming detached due to humidity or deteriorated due to reprocessing and/or bending at a sharp angle, the scope connector had a scratch due to handling, due to a cut on the angle wire the bending section could not be bent in up direction at all, angulation was out of specification due to the angle wires being stretched, the plastic distal end cover had a scratch due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.